Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager (srm) was falling off the fridge door. The field service engineer (fse) found adhesive securing the srm had failed. Fse removed the old adhesive from both the hasp and the srm, applied new adhesive tape, and reinstalled the smart remote manager and hasp. After installation, the hardware test application (hta) application was used to run a final test, and the srm passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager was failing off the fridge door. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.